Manufacturer narrative:
Tracking #.50282. Date sent: 11/10/1998. Device not returned for analysis.

Event description:
It was reported during a laparoscopic cholecystectomy when using reposable trocars for the first time, the plastic top that holds the trocar seal in place popped off. The surgeon was able to snap it back on but it continued to pop off from time to time. Both a 355dh, lot number k48m15, and a 355a are being sent back. They were mixed up before the rep could remove the trocar. The rep is almost certain the 355a was the trocar in question. There was no consequence to the pt.